Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va04z6j, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(4) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va04z6j, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported that he had to have his old system redone. It worked fine but the neurologist was determined that it was not put in correctly. The patient did not want to provide any further information regarding this and the exact date was unknown. Indications for use were parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.